Event description:
<P>caller reported a malfunction on the pump, with a malfunction code displayed of malf 12. However, this did not cause the customer¿s blood glucose level to exceed 500 mg/dl. Technical support provided pump reset information and assisted the caller in resetting the pump, after which the same malfunction code did not recur. Customer was advised to continue using the pump and to call back if the malfunction code recurs, which the caller acknowledged and understood.</p>